Manufacturer narrative:
E1:(B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of the tissue pad peeling off was confirmed. In addition, the following reportable malfunction was identified during device evaluation: the tissue pad was worn out. Based on the results of the investigation, it was determined that the reported incident most likely occurred when energy was activated without tissue being grasped between the jaws, including after tissue had been cut. This resulted in wear of the tissue pad, causing a portion of the pad to peel off. The detached tissue pad was attributed to stress on the worn tissue pad and is a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic colectomy (laparoscopic colorectal resection), while the patient was under sedation, the distal tissue pad of the sonicbeat energy device peeled off and detached into the patient's abdominal cavity during tissue sealing. The detached tissue pad was successfully retrieved using forceps. The procedure was completed using an olympus backup device of the same model. A procedural delay of approximately 3 minutes was reported due to retrieval of the detached tissue pad. No additional anesthesia was required, and no patient injury or adverse health effects were reported.